Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It was reported of sensor anomaly. The customer's blood glucose level was 78 mg/dl at the time of the incident. The customer stated that she reconnected her old sensor and received lost sensor alarm. The customer sated that the sensor did not blink when connected to the transmitter. The product was not returned for analysis.